Event description:
Additional information was received indicating the backup vvi device status report was unable to be reviewed due to an unspecified interrogation interference.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.